Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicates that this lead was likely to have microfracture. The physician had it surgically abandoned. No additional adverse patient effects were reported.